Event description:
It was reported that this implantable pacemaker device exhibited intermittent undersensing on presenting electrogram (egm). Boston scientific technical services (ts) referred hcp to cardiology. This pacemaker device remains in service. No adverse patient effects were reported.